Event description:
It was reported that shortly after implantation, this right ventricular (rv) lead was discovered to have perforated. The physician noted that patient was pacing dependent and had reported the patient had experienced asystole and convulsions. The physician placed a temporary pacing lead. Subsequently, a lead revision was performed, and this rv lead was repositioned successfully. No additional adverse patient effects were reported. The rv lead remains in service.

Event description:
It was reported that shortly after implantation, this right ventricular (rv) lead was discovered to have perforated. The physician noted that patient was pacing dependent and had reported the patient had experienced asystole and convulsions. The physician placed a temporary pacing lead. Subsequently, a lead revision was performed, and this rv lead was repositioned successfully. No additional adverse patient effects were reported. The rv lead remains in service.